Event description:
It was reported that at follow-up, high impedance and high capture threshold were observed. The lead was capped and replaced.

Manufacturer narrative:
No medwatch form was received.